Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that the suture started to break during the procedure. A replacement device was used and there were no delays in the procedure or subsequent procedures. No injuries to the patient, the user or third parties were reported. The patient was a female, the type of surgery is cesarean section during suturing of the uterus. The thread was breaking near the needle attachment area. Additional information has not been provided.

Manufacturer narrative:
Correction: batch number is 3327fl. Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market 7,560 units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received open sample with the needle detached from the thread (thread is not wound on the pack). The thread has no marks of needle attachment, and the needle has no thread particles. Please see picture in pc notification. Nevertheless, without closed samples a proper analysis cannot be performed. Considering that no other customer complaints have been received concerning this issue for this code-batch, we consider that this is an isolated unit, but the whole batch is correct. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements. Furthermore, needle attachment strength results conducted on samples before releasing the product were 2.70 kgf in average and 2.58 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep): 1.83 kgf in average and 0.61 kgf in minimum. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the sample received shows that the needle escaped from the thread. Final conclusion: despite receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.